Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during a mid rca stenting procedure (pre-dilated), the patient experienced a lesion dissection. A second stent was used for treatment. No additional event or patient information is available.